Event description:
N/a.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. Failure analysis - with respect to the returned unit, it passed all specific functional testing requirements except for the lock having rotational and lateral movement. When the unit is properly positioned and put under pressure, the unit will function properly. Unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) would not hold pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.